Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed no dc operation due to excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined the root cause for the failure was an electrically leaky capacitor, designator c177. A replacement device was provided to the customer.

Event description:
During inspection of the device that was returned to physio-control for z-0836-2007 recall, it was found that the device would not power on. There is no patient involvement with incident.